Event description:
It was reported that during initial implant procedure, the implantable cardiac monitor would not connect to the merlin programmer. Another device was used that worked perfectly. Patient was discharged.

Manufacturer narrative:
Customer complaint of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) upon receipt analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.